Manufacturer narrative:
The reported field event of noise was confirmed via the stored electrograms. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the field event could not be determined.

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to noise. Noise was reproduced by tapping the can. A set screw issue was suspected. The device was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.